Event description:
Customer stated they went to the hospital because the readings they had obtained from their freestyle meter were erratic and higher than expected. Customer did three back to back tests with the freestyle meter with results of 188, 191, and 302 mg/dl from their fingertips which is a greater than 20% difference. No blood test was taken at the hospital.